Event description:
It was reported that the tip of an olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The device was not returned for evaluation. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however, it is possible the device broke due to impact with another device in the bone or was subjected to additional forces or bending stresses. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
D4: lot #: lb21410 d9: device available for evaluation?: yes, returned to manufacturer: 02-jun-2022 g3: date received by manufacturer: 02-jun-2022 h3: device evaluated by manufacturer?: yes, evaluation summary attached h6: type of investigation: 10 investigation findings: 3243 h10: the device was returned for evaluation and analysis confirmed the olive wire broke right where the threading meets the shaft of the device. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined; however, it is possible the device broke due to impact with another device in the bone or was subjected to additional forces or bending stresses. The company will supplement this MDR as necessary and appropriate.